Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the patient had a slight infection. The rep stated that the patient was on keflex and that an appointment was scheduled with the patient for (B)(6) 2016. The healthcare professional was to assess the pocket site at this appointment as well. The patient was receiving 60% pain relief.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was seen on (B)(6). The implanting physician reported that the incision looked to be healing and that they think they would start to get better. There was still some drainage and it appeared to be a bit open. The patient's physician wanted to continue to monitor it over the next week to see if it would continue to close up. Their coverage from the stimulator was fine. There were no issues from the stimulator causing any uncomfortable feelings. It was decided to remove the patient's devices as the infection had not cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.